Event description:
It was reported that there were high thresholds and a small r-wave. The doctor did not think that the lead had an issue, but that it was maybe related to positioning. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned and analyzed.